Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, bearings were found to be loose, which is a probable cause of the reported overheating.